Event description:
Boston scientific received information that the patient's system triggered lead safety switch (lss) which indicates an out-of-range (oor) impedance measurement. The right atrial (ra) lead had switched to unipolar and noise was observed on atrial tachy response (atr) episodes. Further, the field representative programmed lead back to bipolar. When the lead was tested thereafter, the impedance measurements were within range. Boston scientific technical services (ts) discussed troubleshooting options and continued monitoring. Further investigation was performed however no additional information is available at this time. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.